Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l2-3. Approximately 3 years post-op there was concern that the patient had an infection. The patient underwent a revision surgery in which the hardware was removed and new hardware was implanted from t10-l4. The pathology from the infection is unknown at this time. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 8690040, lot #0073518w; part # 75445545, lot # h10b4604; part #75445550, lot #h09f7512; part # 7540020, lot #unk. The device was not returned for evaluation, however, films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Film review found: multiple lateral views and one ap x-ray of single level l2-3 pedicle screws without interbody device. L2 has had its upper half absorbed as well as the lower half of l1. There is discontinuity of the l1-2 segment with retrolisthesis of l1 on l2 and a large anterior bony calcification spanning to mid t12.